Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 380 mg/dl but the issue did cause the customer¿s bg to exceed 500 mg/dl. A correction injection via manual injection was administered to address bg level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy however the altitude alarm recurred. The customer reverted to manual injections for insulin therapy and continue to use the pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.